Event description:
It was reported that the valve was initially set to pressure level 1.0, but later found to be at pressure level 2.0 the valve then would not adjust to any other pressure levels. After it was explanted, the physician tested it, and found it fully adjustable.